Event description:
Upon device interrogation, a message indicating the device had to be updated was displayed. When the physician acknowledged the message, communication errors were encountered, and interrogation/update could not be continued. This condition was observed with 2 different programmers. The device seemed to operate properly. The complainant also indicated that probably, no follow-up was performed since implantation.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.